Event description:
It is reported that a customer found air bubbles in their reservoir compartment of their insulin pump. The patient's blood glucose level was at 135 mg/dl. The customer was assisted with troubleshooting and was able to push the air bubbles out of the reservoir by priming the set and watching the bubbles leave the tubing line. The customer then reconnected the set and the insulin pump worked as designed. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.